Event description:
A hospital in another country reported to us that they had difficulty ventilating a patient. The patient reportedly had increasing carbon dioxide levels and reduced air entry and chest movement. The patient was on a rt340 breathing circuit which includes a rt019 inspiratory/expiratory filter. The rt019 filter was changed and the ventilation of the patient improved. Confirmation has been received from the hospital that the patient had received nebulised drugs. It is likely that particles of the nebulised drug accumulated in the filter and blocked the filter media. This potentially caused an increase in resistance to flow. This is supported by the report from the hospital that replacing the rt019 filter resulted in improved ventilation.

Manufacturer narrative:
The device has not been returned to fisher & paykel healthcare another country for evaluation. It is currently at the hospital in another country. Method - (other) this is a known problem with breathing circuit filters. Results - failure to follow instructions. The rt019 filter performed as intended. The hospital did not follow the instructions in the rt340 breathing circuit instructions for use. We include the following statements in the rt340 breathing circuit instructions for use. "Change filter if noticeable deteriortation occurs, following standard hospital procedure." "When nebulized drugs are used resistance to flow should be monitored and teh filter replaced, following standard hospital procedure." Conclusionis - user error contributed to the event.